Event description:
On (B)(6) 2014, the patient underwent an endovascular procedure using aorfix stent grafts to repair impending rupture of an abdominal aortic aneurysm. It was reported that the patient's proximal neck was 90 degree, 15mm in length, and partially calcified. An angiography performed after deployment of aorfix stent grafts revealed a proximal type I endoleak, distal type I endoleak from both legs, and type IV endoleak. The physician elected to implant gore® excluder® aaa endoprosthesis to repair the type I endoleaks. Aortic extender components (pla320400j/12276115, pla320400j/12276121) were implanted to repair the proximal type I endoleak. A contralateral leg component was implanted to repair the distal type I endoleak from the left leg. An aortic extender component was implanted to repair the distal type I endoleak from the right leg. A subsequent angiography showed that the distal type I endoleak was resolved on the both sides; however the proximal type I endoleak as well as the type IV endoleak remained. The physician elected to monitor the patient. On (B)(6) 2014, the aneurysm ruptured. The physician indicated that the primary cause of the rupture was the type IV endoleak. An emergent additional endovascular procedure was performed to repair the rupture. A gore® excluder® aaa endoprosthesis contralateral leg component was relined at the right aorfix leg to repair the type IV endoleak. Gore® excluder® aaa endoprosthesis aortic extender components were relined at the aorfix proximal neck to repair both the proximal type I and type IV endoleaks. However the patient expired during the additional procedure. It was reported that the cause of the death is rupture of the abdominal aortic aneurysm.

Manufacturer narrative:
Devices involved in this event are pla320400j/12276115 and pla320400j/12276121. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.